Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were on critical override. A technical support specialist found that all devices were in critical override. When dialing into individual devices, the tss was unable to connect to the data synchronization ports on the application server and received a host not found error. The site down query showed that all devices synchronizing to the application server, were not communicating. Switching the devices to a new synchronization server allowed data synchronization to resume normally. Logistics authentication was experiencing similar routing issues to the application server, taking a long time to time out and returning the error. The customer created the necessary domain name system (dns) records for the application server, and once these were in place, the devices were able to connect and synchronize. Logistics logins also began functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were on critical override mode and both es and logistics issues had occurred around the same time. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.